Event description:
After 1st #20 cath failed, second was opened and inspected more closely-when needle pulled back from cath, noticeable "bend" in IV cath-not used on patient. This is the second of three similar events at this facility.